Event description:
Pt reportedly was using a fenestrated tracheostomy tube and the outer cannula separated from the neck flange. Pt went to physician to have new tracheostomy installed. No pt harm or change in therapy was stated.